Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer changed out the supplies and had not received another occlusion alarm. The customer's blood glucose (bg) level was in the 400s mg/dl with ketones. Insulin injections were used to address the bg level. The customer's healthcare provider has removed the customer from the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.